Event description:
The customer reported via phone call that they had no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. The customer was unable to do troubleshooting because he was getting his supplies from another company. Customer was advised to do a complete set change as soon as possible. The customer was returning the set/reservoir for analysis. The customer was advise that would replaced the set/reservoir. The customer was advised that the alarm may be caused by set/reservoir occlusion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.